Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. In the same month as onset the patient was hospitalized for the peritonitis. It was reported that the peritonitis was manifested by bloody effluent. Treatment and outcome of the event is unknown. At the time of this report the patient was still hospitalized. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot numbers h14d24055 and h14d05021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.